Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Product damage: the cause of the product damage was most likely use related since the patient pulled on repositioning unit and caused blue suture hub detached from the repositioning sheath. Minor bleed: the cause of minor bleed was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This supplemental MDR is being submitted to document the final investigation conclusions following receipt of the device by the manufacturer. A prior supplemental MDR was submitted when the investigation was conducted without the device available for evaluation. Subsequent to that submission, the device was returned to the manufacturer and the investigation was reopened and completed. D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Product damage: the cause of the product damage was most likely use related. Minor bleed: the cause of minor bleed was unable to be determined as limited clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Patient pulled on repositioning unit and blue suture hub detached from the repositioning sheath. The impella pump was successfully inserted, and the patient had an overall normal clinical course. While being transported to the catheterization lab for planned device explant, the patient pulled on the catheter near the repositioning unit, resulting in a minor bleed. The bleeding was attributed to patient handling rather than device malfunction. Hemostasis was achieved during pump removal using a standard closure device. No additional patient outcome information is available at this time.